Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issue patient board set failure. However, a definitive root cause of the patient board set failure was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was confirmed. The evaluation found the following: any scopes or cameras that require a paddle were producing no image due to a faulty patient board set. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had connector issues, whenever the scopes or cameras are plugged into the device using a paddle connection there is no image. The issue was found during preparation for use with on procedure involved. There were no reports of patient harm.